Manufacturer narrative:
Evaluation: the product was not returned to datascope for evaluation. The item was discarded by the hospital.

Event description:
The sheath inside the insertion kit was "dirty". The insertion kit and iab were not used. On 8/29/97, datascope was notified that the sheath was discarded by the facility and would not be returned for evaluation. Event complications: unk - rpt'd 3/18/97. Pt current status: unk - rpt'd 3/18/97.